Event description:
A home patient reported the patient line does not always prime to the top. Technical service has been contacted. No kinks have been noted in the tubing or port of heater bag. The patient line is kept in the organizer during priming. No patient injury or medical intervention was associated with this incident per the home patient.